Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. There is insufficient evidence to determine what could cause this event. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, incoming performs a pull a part sheath acceptance sampling inspection. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that when the doctor placed the peel-away over the wire and then removed the wire and the inner portion of the sheath, blood shot out of the sheath and all over the doctor. The valve on the sheath was moved over prior to placement as per IFU. Hospital has used several kits from this lot number previously with no problems before this one. There was increased exposure to the doctor because of blood splatter however no medical intervention or preventative actions were needed administered.